Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in the report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with an anterior lumbar interbody fusion spacer at level l5_s1size. Patient was also implanted with an anterior tension band (atb) plate at screw_l4_l, screw_l4_r, screw_l5_l, screw_l5_4, screw_s1_l, with atb plate 449.072. The patient experienced pain for 14 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced vascular injury, requiring repaired vascular tear during surgery. This is 3 of 7 reports for the same event.